Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result on a pt of 5.98. I-stat results (ng/ml): date: (B)(6) 2011, time: 14:38, result: 5.98. Date: (B)(6) 2011, unk, <0.01. Vitros eci (lab): (B)(6) 2011, unk, <0.01 (new sample). The suspected discrepant results were released to a physician or caregiver. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration.